Event description:
It was reported that stent damage occurred. The target lesion was located in the non-tortuous and non-calcified iliac vein. Routine a 16x60/9fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. During the procedure, the angiography revealed that the proximal opening of the left vein was blocked. Due to the blockage in the middle and long segment of the right iliac vein, balloon dilation and stent placement was performed later. The venous stent with its delivery system was stuck and only about 30% of the device deployed when the stent was inserted into the proximal segment of the left iliac vein. When the stent was withdrawn, it needed to be pulled back with force into the sheath and restrained. The entire system was withdrawn. It was found there was a kink mark about 4cm from the tip of the stent, resulting in unable to deploy normally. Another of the same device was used to complete the procedure. No complications reported, and patient status was stable.